Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading was 123 mg/dl. The customer stated that the batteries had not been out of the insulin pump for greater than the duration allowed by it. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.